Manufacturer narrative:
The reported event of pocket pain cannot be confirmed or not confirmed through product analysis testing alone. As received, the ins passed visual inspection and also passed functional test. No anomalies were noted that would attribute to the reported event of pocket pain. The cause of the reported event could not be ascertained.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pocket pain at the implantable pulse generator site. Patient had effective therapy. The device was explanted, and a new device was implanted at a new implantable site near the abdomen site. There were no complications during the procedure. Patient was stable.